Event description:
Spring found loose at tip of needle driver, not useable. A new needle driver was opened and used for the procedure. Manufacturer response for suturecut needle driver, intuitive surgical (per site reporter). Manufacturer logged complaint and provided RMA information. They will provide a credit or no charge replacement.